Event description:
A customer had a problem with a uvc catheter.the customer reports"the catheter snapped during the removal of the uvc."the customer reports "removal was by hand no chemicals or sharp instruments were used."